Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that captiflex medium oval snare was used during a colonoscopy procedure on (B)(6) 2013. According to the complainant, during the procedure, the handle cannula detached. The procedure was completed with another captiflex snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the complaint device found the handle cannula detached. The handle cannula presented slight marks of the handle assembly process, which indicates that the cautery pin was in contact with the handle cannula before it detached. Functional testing could not be performed due to the handle cannula detachment. A dimensional inspection was performed and all the measurements were within manufacturing specifications. The complaint was confirmed. This failure was caused by improper assembly of the handle cannula during the manufacturing process. There is an investigation in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on august 21, 2013 that captiflex medium oval snare was used during a colonoscopy procedure on (B)(6) 2013. According to the complainant, during the procedure, the handle cannula detached. The procedure was completed with another captiflex snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.